Event description:
Information was received from the patient regarding their external equipment. The patient reported that it was taking 2 min and 20 seconds to get to the bolus screen, because the app lagged at 90%. Agent reviewed how to clear the data and patient was able to connect to the pump right away. Patient would call back if they needed further assistance. When agent asked event date, patient stated "for a long time" and "I have called about it many times before".

Manufacturer narrative:
Continuation of d10: product ID hh90t01, serial# (B)(6), product type mobile platform. Product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer, and it was reported ¿it's taking a minute and 20 seconds for me to get a bolus,' and the patient inquired how to clear the data like they did the last time. It was noted they were seeing 'deliver bolus' on their handset but did not need to do a bolus while on the call. The patient mentioned their pump was implanted in their back. Agent assisted the patient in clearing data on the handset. Prior to clearing, data was 2.94 mb. The patient would monitor and call back for assistance as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.